Manufacturer narrative:
Bayer case number: (B)(4) menstrual flooding [menstrual flooding], head pain [head pain], diarrhoea accompanied by bleeding [diarrhea bloody], significant hair loss [hair loss] , return of episodic heavy menstrual bleeding since menopause [postmenopausal bleeding], burnout ¿ depression [burnout syndrome] , depression [depression] , chronic fatigue [chronic fatigue] , low blood pressure [low blood pressure] , lumbar pain [lumbar pain] , abdominal pain [abdominal pain] , coccyx pain [coccyx pain] , impaired vision [visual impairment] , difficulty concentrating [concentration impairment], weight gain (20 kg) [weight gain] , dizziness [dizziness] , hearing loss [hearing loss] , difficulty walking for a long time [difficulty in walking] , excessive perspiration hot [perspiration excessive], flashes vasovagal discomfort [hot flashes,] sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menstrual flooding") in a 45-year-old female patient who had essure inserted (lot no. 925787) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 839 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("head pain"), diarrhoea haemorrhagic ("diarrhoea accompanied by bleeding"), alopecia ("significant hair loss"), postmenopausal haemorrhage ("return of episodic heavy menstrual bleeding since menopause"), burnout syndrome ("burnout ¿ depression"), depression ("depression"), fatigue ("chronic fatigue"), hypotension ("low blood pressure"), back pain ("lumbar pain"), abdominal pain ("abdominal pain"), coccydynia ("coccyx pain"), visual impairment ("impaired vision "), disturbance in attention ("difficulty concentrating"), dizziness ("dizziness"), deafness ("hearing loss"), gait disturbance ("difficulty walking for a long time"), hyperhidrosis ("excessive perspiration hot") and hot flush ("flashes vasovagal discomfort") and was found to have weight increased ("weight gain (20 kg)"). On unknown date she experienced sick leave ("sick leave"). The patient was treated with antidepressants (unknown). Essure treatment was not changed. At the time of the report, the diarrhoea haemorrhagic and burnout syndrome had not resolved. The outcomes for heavy menstrual bleeding, headache, alopecia, postmenopausal haemorrhage, depression, fatigue, hypotension, back pain, abdominal pain, coccydynia, visual impairment, disturbance in attention, weight increased, dizziness, deafness, gait disturbance, hyperhidrosis, hot flush and sick leave were unknown. No causality assessment was received for essure with regard to headache, diarrhoea haemorrhagic, alopecia, heavy menstrual bleeding, postmenopausal haemorrhage, burnout syndrome, depression, fatigue, hypotension, back pain, abdominal pain, coccydynia, visual impairment, disturbance in attention, weight increased, dizziness, deafness, gait disturbance, hyperhidrosis, hot flush or sick leave. The reporter commented: comments: "analyses are in progress: abdominal x-ray without contrast ultrasounds". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] (date unknown): unknown, [ultrasound scan] (date unknown): unknown. Batch number 925787, manufacture date 2011-11-30, expiration date 2014-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) menstrual flooding [menstrual flooding] head pain [head pain] diarrhoea accompanied by bleeding [diarrhea bloody] significant hair loss [hair loss] return of episodic heavy menstrual bleeding since menopause [postmenopausal bleeding] burnout ¿ depression [burnout syndrome] depression [depression] chronic fatigue [chronic fatigue] low blood pressure [low blood pressure] lumbar pain [lumbar pain] abdominal pain [abdominal pain] coccyx pain [coccyx pain] impaired vision [visual impairment] difficulty concentrating [concentration impairment] weight gain (20 kg) [weight gain] dizziness [dizziness] hearing loss [hearing loss] difficulty walking for a long time [difficulty in walking] excessive perspiration hot [perspiration excessive] flashes vasovagal discomfort [hot flashes] sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menstrual flooding") in a 45-year-old female patient who had essure inserted (lot no. 925787) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 839 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("head pain"), diarrhoea haemorrhagic ("diarrhoea accompanied by bleeding"), alopecia ("significant hair loss"), postmenopausal haemorrhage ("return of episodic heavy menstrual bleeding since menopause"), burnout syndrome ("burnout ¿ depression"), depression ("depression"), fatigue ("chronic fatigue"), hypotension ("low blood pressure"), back pain ("lumbar pain"), abdominal pain ("abdominal pain"), coccydynia ("coccyx pain"), visual impairment ("impaired vision "), disturbance in attention ("difficulty concentrating"), dizziness ("dizziness"), deafness ("hearing loss"), gait disturbance ("difficulty walking for a long time"), hyperhidrosis ("excessive perspiration hot") and hot flush ("flashes vasovagal discomfort") and was found to have weight increased ("weight gain (20 kg)"). On unknown date she experienced sick leave ("sick leave"). The patient was treated with antidepressants (unknown). Essure treatment was not changed. At the time of the report, the diarrhoea haemorrhagic and burnout syndrome had not resolved. The outcomes for heavy menstrual bleeding, headache, alopecia, postmenopausal haemorrhage, depression, fatigue, hypotension, back pain, abdominal pain, coccydynia, visual impairment, disturbance in attention, weight increased, dizziness, deafness, gait disturbance, hyperhidrosis, hot flush and sick leave were unknown. No causality assessment was received for essure with regard to headache, diarrhoea haemorrhagic, alopecia, heavy menstrual bleeding, postmenopausal haemorrhage, burnout syndrome, depression, fatigue, hypotension, back pain, abdominal pain, coccydynia, visual impairment, disturbance in attention, weight increased, dizziness, deafness, gait disturbance, hyperhidrosis, hot flush or sick leave. The reporter commented: comments: "analyses are in progress: - abdominal x-ray without contrast - ultrasounds". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] (date unknown): unknown. [Ultrasound scan] (date unknown): unknown. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.